Event description:
In this case, a 23mm valve was explanted after an implant duration of 2 years, 9 months (33.47 months) and replaced by a 23mm magna ease aortic valve due to unknown reasons.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve after several years is more likely due to patient factors such as structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Device not returned.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Reportedly, a 23mm valve was explanted after an implant duration of 33.47 months due to prosthetic valve endocarditis (pve) caused by infective endocarditis (ie). On (B)(6) 2010, a perimount valve was implanted. On (B)(6) 2012, the valve was explanted and replaced with a magna ease valve to correct aortic regurgitation (ar). The customer was asked and has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. No further details were provided. Initial information was learned through japan implant patient registry. The device will not be returned because of the infection.

Manufacturer narrative:
On (B)(6) 2013, through follow up with the health care provider, it was learned the valve was explanted due to endocarditis. The source and type of infection were not available. Device is not available for return and evaluation. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, although the source and type of infection were not provided, the health care provider indicated that the valve did not cause or contribute to the event. The root cause could not be confirmed. Description of event has been rewritten to reflect response from health care provider.